Event description:
Same case as: 6000093-2007-00168, 6000093-2007-00172, 6000093-2007-00180, 6000093-2007-00181, 6000093-2007-00182. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance, a dissection, a perforation, and a pericardial effusion occurred. The 80% restenosed stent being treated was located in the non-calcified, mildly tortuous left anterior descending (lad) artery. A 2.50x15 mm cutting balloon was inflated twice to 10 atms for 29 and for 104 seconds in the distal lad. Next, the lesion was predilated with a 2.0x12 mm quantum maverick, 3 inflations were made. Repeat angiography showed a fairly good result; however, there were still areas of lucency within the in-stent restenosed area. A 2.50x24 mm taxus express2 drug eluting stent was successfully deployed in the distal lad at 8 atms for 11 seconds. Upon removal of the stent balloon, withdrawal difficulty was incurred. The balloon was reinflated (6-8 atms) and deflated twice, but remained refractory to removal. Eventually, the balloon was able to be removed. However, the guide catheter and guide wires positions were lost. The guide catheter was exchanged and the guide wire was readvanced to the distal lad. A 2.50x20 mm quantum maverick balloon was then advanced to the previously placed 2.50x24 mm taxus stent. At this point, repeat angiography showed an area of linear dissection on the superior aspect of the left main (lm) artery, progressing into the proximal lad and left circumflex (lcx) artery. A balloon pump was placed. A 3.5x12 mm maverick balloon was advanced to the mid lcx and inflated, in an attempt to tack up the dissection plane. Repeat angiography showed a residual large area of dissection with little improvement. A 3.50x32 mm taxus express2 drug eluting stent was successfully placed in the mid/distal lcx. The patient's vital sign began to deteriorate somewhat, with patient's blood pressure in the 60's. The patient was given 3 intraveneous pushes of phenylephrine and started on a phenylephrine and dopamine drip. Additional inflations were made in the lcx with a 3.5x15 mm maverick balloon. A 3.5x16 mm taxus express2 drug eluting stent was successfully placed overlapping with the previously placed stent, extending back to the ostial lcx. Repeat angiography showed a good result in the lcx. Next, attention was turned to the lad which had a spiral dissection extending to the takeoff of the first diagonal to the previously stented area. Multiple inflations with a 3.5x15 mm maverick were made throughout the proximal lad. A 3.00x32 mm taxus express2 drug eluting stent was successfully placed overlapping the `old' stents in the mid lad. Then another 3.50x32 mm taxus express2 drug eluting stent was overlapped with the previously placed stent. Additonal inflations were made with a 2.0x12 mm maverick balloon to dilate the stent struts. Ivus images showed multiple areas of `intramural hematoma', extending throughout the lcx and lm artery. Three additional inflations were made with a 4.5x15 mm maverick balloon. The patient's blood pressure began to deteriorate. A stat echocardiogram showed a lager pericardial effusion. An emergent pericardial centesis was performed. The patient vital signs improved and a blood transfusion was started. Angiography also showed a residual dissection in the ostial lm. A 3.5x8 mm taxus express2 drug eluting stent was successfully placed overlapping the previously placed stent, extending to the ostia of the lm. Sequential inflations were made with a 5.0x8mm quantum maverick balloon. A 5.0x8 mm and a 5.0x12 mm quantum maverick balloons were overlapped in the proximal lm and simultaneously expanded. The patient's vitals stabilized and he was on a 1:1 intraaortic balloon pump and was somewhat tachycardic. Patient was moved to the ICU. A few hours post the original procedure, the patient continued to have high output from the pericardial drain with episodes of transient hypotension. The patient was returned to the cath lab where coiling of the right ventricular branch supplying the collateral to the perforated distal left anterior descending artery was performed. Repeat angiography showed a successful result with no flow distal to the coils. There was no evidence of continued dye extravasasion in the distal lad. Angiography showed widely patent stents in the lm, lad, and the cx. Patient was stable and discharged to the ICU. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the decice will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.